Event description:
It was reported that a pta dilatation catheter could not be withdrawn from the 6 fr introducer sheath. Allegedly the physician pulled negative pressure prior to removal, however, the catheter remained lodged within the sheath. Allegedly the physician removed the introducer sheath and the balloon as one unit from the pt. The pt was being treated for a reported stenosis in an av access graft. No pt injury.

Manufacturer narrative:
The device history records were not reviewed, as the lot # was unk. The sample was discarded by the user facility, therefore, a sample evaluation could not be performed. The instructions for use (IFU) states, if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit. The results of the investigation were inconclusive and the root cause is unk.